Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient's mother reported that her son had difficulty in breathing, pain in the chest and experienced high blood glucose levels of 33 mmol/l. Reportedly, he had insulin flow block alarm but the alarm did not occur during fill tubing. She had changed six tubing already and every time she tried to use the plunger to push insulin through tubing it did not come out. Currently, his blood glucose level was 4.8 mmol/l. No further information available.